Event description:
It was reported to medtronic neurosurgery that the valve was found leaking during surgery.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of our valves are 100% tested at the time of manufacture.